Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. H10 device evaluation: one (1) sample was received without its original packaging, in used condition, and decontaminated. The complainant returned unit was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. No issues such as broken, or damage was observed in the sample. Functional testing was performed, and the complaint is confirmed. The root cause was traced to lack of solvent during manufacturing. A device history record (DHR) review showed no reported discrepancies during the manufacturing of the reported lot number. Action taken included notifying personnel the importance of adhering to the manufacturing procedure.

Event description:
It was reported that during the pre-use check, leakage of medical fluid from the product was observed. No patient injury reported. No additional information is available for this complaint.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.